Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, service repair noted the nozzle is clogged. Device was cleaned with edt, the foreign material cannot be removed even if the correct reprocess is performed due to the buckling of nozzle. Air/water function test failed due to clogged. The customer reported issue was confirmed. Furthermore, the followings findings during inspection were noted : ob lens cracked. Lg bundle fiber was broken. C-cover scratched. A-rubber glue cracked. Connecting tube scratched. Angulations were not to specification. Play on angulation control knob. Water removal was not to specification . Air/water flow was not to specification. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "no air/water flow" . Service repair noted the device nozzle is clogged. The blockage was found at reprocessing. There was no patient harm or injury reported. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 15 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to products used with scope (valves, silicone tubes, etc.) Were damaged and fragments entered channel, causing the nozzle to be clogged. Olympus will continue to monitor field performance for this device.